Event description:
A blood leak occurred during dialysis. The leak was at the initial use. The total blood loss was 100cc, since the blood was not returned to the patient. The patient is well. No medical intervention was given to the patient.